Event description:
On (B)(6) 2012, the reporter claimed that as a result of the short battery life issue with the animas insulin pump, the patient went to 500 mg/dl. The patient was feeling irritable at the time of concern. His blood glucose reading resolved to normal level in the morning after the battery was replaced and the patient received bolus insulin via the subject pump. Reportedly, the battery of animas insulin pump would only last for one day. The short battery life began approximately (B)(6) weeks prior to the reporter's call to animas. During troubleshooting, the animas representative confirmed the battery setting was correctly programmed. The audio/vibration functions are working properly. The low battery alarms are alerting the user to replace the battery accordingly. Reportedly, the date/time defaulted to the factory setting when the pump reboots. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because the patient had elevated blood glucose reading of 500 mg/dl while on insulin pump therapy. The product is being returned for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).